Manufacturer narrative:
(B)(4). This complaint is being reported as a non adverse event as this device was one of three devices used during one pt procedure resulting in the death of one pt. The death is reported on MDR 1218950-2014-05722. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl + defibrillator ECG rhythm was not detected during pt cardiac arrest. The ECG lead was attached but rhythm was not detected and the device did not charge. The pt died.